Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced sensor errors, inaccurate readings and signal loss. All of the above lasted between 5 and 90 minutes. On the days from (B)(6) 2024 to the (B)(6) 2024, thr patient was taking bg readings. On the (B)(6) 2024, the patient experienced hypoglycaemia and was taken to the hospital. The cgm reading was 126 mg/dl. The patient went to the toilet and felt extremely weak, could not stand up. The patient asked her partner to come in and help. The patient fainted as she was waiting for her partner. The partner found the patient unresponsive. The partner called an ambulance. The paramedics took a bg reading which was 30 mg/dl. The patient was taken to the hospital and treated there with sugar injections (meant to be glucagon) and an IV fluids with electrolytes. The patient was discharged the same day. It was reported that the patient had an organ transplant few years ago. At the time of the report the patient was still feeling weak. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.